Manufacturer narrative:
Patient¿s height reported as (B)(6). This report is for one (1) unknown 4.5mm cortex screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implanted date: unknown. Explanted date: part of the screw remained in the patient¿s bone; device not considered explanted. Complainant device is not expected to be returned for manufacturer review/investigation. PMA / (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2017 to remove a broken plate. While the surgeon was removing one (1) 4.5 cortex screw, the head popped off. The surgeon opted to leave the shaft in the patient. The surgeon continued with the surgery and removed the other implanted parts before revising the patient with new implants. Procedure was completed successfully with no surgical delay and patient status was reported as stable. Concomitant devices reported: 4.5 condylar plate (part# 02.001.306, lot# unknown, quantity 1). This report addresses intraoperative screw breakage. The revision surgery due to postoperative broken plate has been captured under related complaint (B)(4). This report is for one (1) unknown 4.5mm cortex screw. This is report 1 of 1 for complaint (B)(4).